Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 280 mg/dl. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).